Event description:
It was reported by service report that the hi-low lift motor and the fowler motor were drifting. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunction of the fowler actuator. Faulty acne nut kit.